Event description:
The patient was admitted for breast implant removal, mitral valve repair, and cox IV maze procedure via rt lateral thoracotomy. The right sided lesion sets were completed without any complication. Upon beginning the left atrial lesion set, the doctor observed splay between the jaws of the oll2 clamp when in the closed and locked position and requested the clamp be replaced. While the nurse was retrieving a new clamp, the doctor proceeded with the next lesion with the original clamp. The clamp was positioned to create a connecting lesion across the posterior left atrial wall. The proximal jaw of the clamp was on the epicardial surface and the distal jaw on the endocardial surface. After completing this lesion the clamp was withdrawn and the doctor observed what he classified as a small tear, or possible perforation. The area was repaired with suture and the case proceeded to completion.

Manufacturer narrative:
(B)(4).